Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia, software error was detected and hrm task did not grant motor power in reasonable time. The customer¿s blood glucose level at time of incident was 374 mg/dl, the current blood glucose level was 374 mg/dl and 440 mg/dl. The customer was treated with manual injection. Customer reports the following symptoms related to their high blood glucose level like headache. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was able to successfully clear the alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0867 inches. No pump error noted during testing. Pump error found in the pump history (linenumber = 251 and filenumber = 32004 due to software error.